Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication problem. No intervention was performed. The patient then visited the emergency room as the device was beeping. Upon review, implantable cardioverter defibrillator was found to be in the back up mode. It was then discovered that the patient had visited a hospital and received a magnetic resonance imaging (MRI) with no representative present to put the device into MRI mode. At that point it was clear that the MRI had put the device into back up mode. Programming changes were made. No patient consequences.